Event description:
It was reported that the lead exhibited multiple episodes of noise. The patient was asymptomatic and the noise could not be reproduced in clinic. The lead will continue to be monitored.